Event description:
Covidien received information that the 840 ventilator keep alarming after a power failure during patient use. The ventilator continued to ventilate the patient but was swapped due to continuous alarm. There was no patient harm or injury as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and could not duplicate the malfunction. The device passed all testing and operated according to manufacturing specifications. No parts were replaced. (B)(4).